Manufacturer narrative:
(B)(4). Batch # t93623. Investigation summary: the device was received with lower jaw damage. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen three time. The ptc was damaged due to the short. The jaw was unable to cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that the doctor was performing an unknown procedure, using an el5ml clip applier and two nslg2c35 enseal instruments. At some unknown point in the procedure, the jaws of the clip applier wouldn't close completely. A second like clip applier was used to continue with the procedure. The jaws of the enseal instrument wouldn't open after ten minutes of usage, at some unknown point in the procedure. A second like enseal instrument was tried and, after ten minutes of usage, the jaws of the instrument wouldn't open. A third like enseal instrument was used to complete the procedure. There were no patient consequences reported.